Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient was trying to update the intensity settings it was taking longer than the manufacture label of 3 minutes. No environmental/external/patient factors might have led or contributed to the issue. They ran impedances and all were ok. They were successfully able to clear orientation and re-orientate the patient. The patient was to notify them if this continued once he got back home. Additional information was received from a manufacturer representative reporting that the implantable neurostimulator (ins) had moved up a bit because of the pocket issues including eroding through the pocket. A revision was done in (B)(6) 2016 because of some erosion and also because of poor coverage and programming issues. The patient had recovered completely from the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.